Event description:
N/a.

Event description:
It was reported that during routine check performed by the customer biomed, the cs300 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and rectified the issue by replacing the faulty power supply (0014-00-0033-05). The unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.